Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the mcs20 clips would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt.